Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; installing the implant too deep.

Event description:
The patient had right si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported right side foot pain. The surgeon was not convinced that the implants were the source of the radicular pain symptoms, but he decided to back up the superior positioned implant regardless. In (B)(6) 2020, the surgeon performed a revision procedure where he attempted to back out, but not remove, the superior positioned implant a few millimeters, but he was only able to back out the implant very slightly if at all as it was solidly fixed in bone. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.